Manufacturer narrative:
Concomitant medical products - (B)(4), inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The teflon pad on the clamp arm was found to have thermal damage and no longer properly oriented at the clamp arm slot. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing material from the harmonic ace insert teflon pad. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the initial reporter name and address is unknown or not available.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the surgeon attempted to use the harmonic ace insert to dissociate tissue, but the white spacer was off. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On 08-feb-2022, (B)(4), inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the device was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. There were no photographic images of the device or a video recording of the procedure.